Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. A search of the medtech orthopedics nonconformance (nc) quality system found no nc¿s associated with this product<122132050>/lot<m31g76> combination. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot a search of the medtech orthopedics nonconformance (nc) quality system found no nc¿s associated with this product<122132050>/lot<m31g76> combination.

Event description:
Thayer school of engineering at dartmouth first report of retrievals for statement of work 10 for q3 of (B)(6) 2024.darthmouth is the research location, and not the facility of placement. A depuy synthes implant was revised and reviewed for analysis reason for revision: revision due to infection.

Manufacturer narrative:
Product complaint (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.